Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon commented that the femoral component holder was not functioning properly. The screw mechanism appeared to be malfunctioning. This did not effect the procedure in any way it was simply being flagged to be replaced once the procedure was completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: no product was returned for investigation despite three requests. The complainant did send a photograph of the instrument but unfortunately the issue could not be determined from the photograph. The instrument was manufactured in sept 2005, making it 14 years old. There is a possibility that the issue is due to normal wear and tear, but without the product to review this cannot be confirmed. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.